Event description:
It was reported that the patient experienced a low blood glucose of 61 mg/dl, which was treated with oral glucose (2 oz juice), resulting in a subsequent reading of 83 mg/dl, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included temporary interruption of normal activities without long-term sequelae. Investigation included a review of complaint details. Investigation of this case revealed no device malfunction reported and no contributory device issue identified. It was concluded that the cause of the hypoglycemic event was unclear and that no device-related failure was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.